Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j on (B)(6) 2010. The patient was revised on (B)(6) 2014 due to pain.

Manufacturer narrative:
It was reported that a (B)(6) female patient with (B)(6) was implanted a mmc cup on the left side on (B)(6) 2010. The patient was revised on (B)(6) 2014 due to pain. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Implantation surgery report dated (B)(6) 2010: preoperative diagnosis: left hip osteoarthritis. Procedure: devices were implanted with good fit. No abnormalities were observed. Revision surgery report dated (B)(6) 2014: preoperative diagnosis: failed metal on metal left total hip arthroplasty with modular femoral neck. Procedure: no overt fretting wear on the head trunnion junction observed. Zimmer implants were replaced with stryker implants. Stable motion and near perfect leg lengths were achieved. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. No trend identified. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).